Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer was using pump supplies for 5 days, tandem technical support educated the customer that supplies should be changed every 2 days when using aspart insulin.